Event description:
According to manufacturer's representative: strap of sling unsew during transfer. The customer said that there was a patient on the lift, but during the lifting when they saw the sew coming loose they lowered the equipment and there was no accident or injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjohuntleigh (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.